Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen 450mcg/ml, 110.40mcg/day and intrathecal sufenta 3,000mcg/ml, 736.0mcg/day. The patient had her pump replaced on (B)(6) 2016 and subsequently experienced withdrawal symptoms. On (B)(6) 2016 a catheter dye study was performed and the physician felt there was an issue at the spinal entry site so the catheter was revised. There was trouble with aspirating so some drug (unspecified amount) was pushed through the catheter. Upon opening the spinal site the physician did not see an issue. He then opened the pump pocket site. It was difficult to see on fluoroscopy, but after pushing preservative-free saline through the catheter it was possible to see a leak. A portion of the catheter was trimmed 9cm from the one-piece spinal segment and attached to a new sutureless pump connector. Patency was verified with saline and dye and a final aspiration confirmed cerebrospinal fluid flow. No changes were made to the patient¿s dosing following the procedure. The patient¿s symptoms were supplemented with oral medications (unspecified). The patient¿s medical history was unknown. The pump indication for use was spinal pain. Her status at the time of this report was reported to be ¿alive-no injury¿. The problem was considered resolved and the physician was to follow-up closely with the patient. Additional information was received from the healthcare provider (hcp) indicating other medications that the patient was taking at the time of the event was dilaudid oral (po). The dose and frequency was not provided. The cause of the leak and the withdrawal symptoms were caused by a laceration in the catheter with the location of the leak at the pump site. The pertinent medical history identified was illegible and follow up has been initiated to clarify with the hcp. Additional information was received which clarified the patient's medical history as lumbar and cervical degenerative disc disease.

Event description:
Additional information was received from a company representative. The physician reported the event to the representative on (B)(6) 2016.

Manufacturer narrative:
Updated to reflect the information received on 2017-may-17. Updated to reflect the current UDI for the main device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-may-17. It was reported that the patient's catheter broke, "various, everything kept going wrong". The patient reported that "they said 'they'll have to take this one out after 7 tries'". According to the patient, it broke inside. This occurred from (B)(6) 2016, when they had a surgery performed, after which the catheter was not leaking or breaking. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.